Event description:
Pt hospitalized for diabetic ketoacidosis. Pt reported having food poisoning from a local restaurant. Treated in hosp with i.v. Fluids and an insulin drip. When pt was placed back on insulin pump blood glucose remained high. Placed on a back-up and blood glucose levels were controlled.